Event description:
It was reported that the dragonfly opstar imaging catheter was used during the procedure. During post-stent pullback, the in vivo image were unstable (poor quality). Therefore, the catheter was removed and another dragonfly opstar imaging catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. During the product return investigation, the dragonfly opstar imaging catheter's guidewire exit notch was found to be torn.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported poor imaging results were not able to be confirmed production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported poor imaging results could not be determined. The returned device was able to successfully perform all functional testing without error, and there were no damages nor anomalies which could be directly attributed to the reported poor imaging results. In this case, it is possible that the patient¿s anatomical conditions caused the reported poor imaging results; however, this could not be confirmed. The torn guidewire exit notch is consistent with the catheter being inserted onto and removed from a guidewire but is not related to the reported event. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.